Manufacturer narrative:
The reported failure of 'unit display was missing segments' was verified. This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Complaint trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the handheld monitor was missing display segments. Customer indicated there was no patient involvement with this event.